Event description:
It was reported while using the bd veritor (tm) sys for rapid detection of group a strep, the user manually read the test cartridge and interpreted the result as discrepant, as the analyzer gave negative results. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using kit veritor system strep a 10 tests jp (material#: 256057), batch number 3264981. The customer reported that they visually observe a line on the test cartridge, but when read with the analyzer, the result is negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or return samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time. "This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.".